Event description:
C-cc-pc - pacing dificulties; it was reported that the catheter was unable to pace from the beginning. There were no patient complications.

Manufacturer narrative:
Device manufacturing date: n 08 201- october 2008; n 08 228- october 2008; n 08174- september 2008; evaluation summary: no fault found. The received sample was contaminated and in very bad condition. It was full of blood. They try to check the mll at the end of the line. The pvc tubing with the blue line was perfectly glued qith mll at the end of the line. The ring is correctly assembled with the ll body. Haemotronic noticed that on the part of the mll indicated, the are some marks and a deformation that they suppose can be due to a metallic tool probably used during the connection/disconnection of the line from the catheter. On the basis of the description of the complaint, haemotronic thought to a detachment of the mll from the tube. Checking the defective sample they verified that the connection is in compliance with specification, and there is any detachment and any problem to the luer cone.

Manufacturer narrative:
Device not returned

Event description:
Reportedly, during a dialysis procedure, the veinous blue line disconnected from the blue luer lock which remained connected to the catheter. This lead to a severe blood loss and respiratory assistance was required.